Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg), the physician was unable to insert a lead in the ventricular port of the connector block. The physician elected not to implant the ipg.